Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: no samples have been received from the customer and no batch number was available. There are two possible batches, that were distributed to this client: 113014 and 113103. There are no previous complaints of these code batches. There are no units in OEM stock. Without any closed and/or defective sample we cannot carry out an analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread broke, is not resistant.